Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Investigation ¿ evaluation as reported, during a flexible ureteroscopy the user noticed that one 'ngage nitinol stone extractor' would not fully open when in the scope and on a slight bend. The devices was tested outside the scope and functioned properly. There was no unusual tortuosity or scope deflection. The procedure was completed by using another unspecified extractor. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of returned unused devices, and interviewing personnel were conducted during the investigation. Two ngage nitinol stone extractors were returned in unopened packages with labels. Both unused devices were function tested and functioned as intended. Two empty packages were returned along with the unused devices. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A review of complaints with the same lot number shows one other complaint. This recorded complaint is related to the current failure mode. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. A review of the IFU t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during flexible ureteroscopy the user noticed that two ngage nitinol stone extractors would not fully open when in the scope and on a slight bend. The devices were tested outside the scope and functioned properly. There was no unusual tortuosity or scope deflection. The procedure was completed by using another unspecified extractor. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional / corrected information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Quantity correction due to additional information received 21dec2023: during a flexible ureteroscopy the user noticed that one 'ngage nitinol stone extractor' would not fully open when in the scope and on a slight bend. It was initially reported they experienced this issue with (B)(4) devices from the same lot. The additional information received, advised this issue occurred during two separate procedures. Reference patient identifier (B)(6) for the device that experienced this issue in a separate procedure.